Manufacturer narrative:
Result: damaged footboard connector.

Event description:
It was reported by service report that the footboard clamshell had a damaged connector. It is unk if there was pt involvement or adverse consequences to report.